Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure; after the left ventricular lead was positioned in the posterior lateral vein, all lead parameters were found to be acceptable and the lead was sutured. During the procedure, the patient had severe leg movement. The patient's blood pressure suddenly dropped and pericardial effusion was observed. While treating the pericardial effusion, the lead dislodged. The lead was removed and the procedure was abandoned as the patient was very sick. The patient was in stable condition post procedure.